Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing and inappropriate diagnosis of atrial fibrillation (af) was noted on the device. It was suspected that the pause episodes were due to loss of contact and egm confirmed ventricular ectopic beats (ve's) caused false af detection. No intervention will be performed at this time and the device will continue to be monitored. The patient was in stable condition.